Manufacturer narrative:
A ge oec service representative investigated the issue and no information being sent to monitors. Video board was re-seated and function restored. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec stenoscop fluoroscopy system would not boot up.